Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing performance suddenly decreased in early (B)(6). A history of head trauma was denied. The patient has been re-implanted in (B)(6) 2017.

Manufacturer narrative:
Based on the received information, damage to the active electrode which might have been caused due to an external impact to the implant site seems likely. However, a device investigation of the explanted device is necessary to determine a root cause. The patient was explanted, but the device has not been received for investigation.

Event description:
The patient's hearing performance suddenly decreased in early(B)(6). Problems of external devices were excluded and history of head trauma was denied. The patient has been re-implanted but the device has not been received.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Other damages found during investigation are most likely related to explantation surgery. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's hearing performance suddenly decreased in early april. Problems of external devices were excluded and history of head trauma was denied. The patient has been re-implanted.